Manufacturer narrative:
H10, h3, h6: one 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The device was visibly damaged. The delivery needle bent extremely downward, and had a very obvious bend toward the right. The delivery curve was also flattened. T1 was not returned. T2 with torn and tainted suture were returned separated from the device. The depth limiter was attached. The device no longer cycled and actuated due to the needle deformities. The conditions aligned with the user having much difficulty with use and difficulty in reaching desired location for use. Per instructions for use (IFU): ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further action required this time.

Event description:
It was reported that during meniscal repair procedure, after deploy of t1 the t2 deploy prematurely. The ts were successfully removed and no initial implant was left unsupported in the tissue. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during procedure, after deploy of t1 the t2 deploy prematurely. It is unknown how the procedure was completed and if there was a back up available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.